Event description:
.

Manufacturer narrative:
Sorin group USA received a medwatch, (B) (4), reporting that the bipolar device was not intact when removed from the pt's leg. The piece was not identified to be in the pt's leg but was also not recovered. There was no report of pt injury. One bipolar device was returned to sorin group USA for eval. The visual inspection revealed that the bipolar jaw tip was broken. Testing has shown that the material used in the plastic protective cap may weaken the precision bipolar upper jaw and cause it to break. A new protective cap has been implemented to eliminate this possibility. A field action has been initiated alerting all customers of the issue and providing instructions on the safe use and return of product. A f/u report will be filed once a corrective/removal reporting number is assigned by the FDA district office.